Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated with pump. The customer was admitted on the hospital. The customer's blood glucose at time of hospitalization was high on the meter. The cause of costumer hospitalization as per health care provider was ketoacidosis, and that caused a heart attack. The customer was treated with insulin drip. The customer was wearing the pump at time of hospitalization. The customer was advised that the device is going to be replace. The customer declined to troubleshoot.